Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the device failed etco2 calibration. The customer stated that the setup is good and was unable to hear the pump. There was no reported patient involvement/adverse patient impact.